Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was admitted on (B)(6) 2017 and underwent driveline exit site incision and drainage with revision. The patient was initiated on intravenous (IV) zosyn and then transitioned to merrem. On (B)(6) 2017, the patient was discharged on home IV antibiotics. The patient was then transitioned from IV to oral antibiotics, bactrim. The patient was reported to have persistent driveline drainage and tenderness sometime in (B)(6) 2017. The infectious disease specialist was consulted and all previous cultures were reviewed. The patient¿s driveline cultures were determined to be multi-drug resistant and were only susceptible to aminoglycosides. The patient was deemed to be not a good surgical candidate due to age and frailty. On (B)(6) 2017, the patient was admitted to the hospital due to fatigue, fall and driveline infection. The patient required antibiotic treatment. The patient was discharged home on (B)(6) 2017. The patient will be followed up by local medical specialist in (B)(6).

Manufacturer narrative:
A specific cause for the patient''s infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.